Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer also experienced a high blood glucose event which they treated with the pump and manual injections. The customer stated that their health care professional adjusted their settings to fix the issues. The customer did not provide further details. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low or high as the customer declined. The customer reported that their transmitter may be malfunctioning. The transmitter does not always blink when connected to the sensor. The insulin pump will not be returned for analysis.